Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 64001, lot# unknown, implanted: (B)(6) 2016, product type: adapter. (B)(6).

Event description:
The company representative (rep) reported the patient had implantable neurostimulator replacement surgery on (B)(6) 2016, and used an adaptor. It was noted that there was a package abnormality before opened, and device was inspected prior to use. The physician had found the first contact resistance greater than 40,000ohms. This contact was unresponsive when programmed, the symptom was not disappeared and boosted voltage unresponsive. At the beginning of (B)(6) the patient had surgery to replace the product. During the surgery it was found the adaptor connected issue and was replaced with a new one, the parameter was normal. The surgery was completed. Perioperative antibiotics were administered. Currently the patient was in the hospital due to "inflection occurs at the interface," additionally stated an infection. The indication for use included parkinson's disease.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 64001, product type: adapter. Device code (B)(4) has been removed.

Event description:
The rep clarified that there was no package abnormality. The location of infection was at the "interface location" with the adaptor. The intervention performed to resolve the infection was the patient got the debridement treatment and the infection resolved.